Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal edge of the crimped stent were damaged and lifted upwards from the stent profile. There is no evidence of a stent strut fracture or break along the crimped stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the distal balloon profile. The proximal balloon folds and wings were however distorted out of their intended profile position. This type of distortion is consistent with excessive manipulation of the delivery system while trying to advance to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. There was no evidence to suggest that the shaft of the device fractured or broke along its length. Hypotube kinks are consistent with excessive force being applied to the delivery system during a procedure. A visual and tactile examination found stretching & tensile strain to the inner wire lumen and outer shaft, proximal to the proximal balloon cone. This type of damage is consistent with excessive tensile & torsional force being exerted on the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture and vessel dissection occurred. A 3.00x32mm promus premier¿ stent was advanced to treat the lesion. However, during removal of the device from the patient, it was noted that the proximal end of the stent strut was broken and sticking up and also dissection was noted. The physician then treated the dissection with placement of another 3.00x32mm promus premier¿ stent followed by post-dilatation and the procedure was completed. No further patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture and vessel dissection occurred. A 3.00x32mm promus premier¿ stent was advanced to treat the lesion. However, during removal of the device from the patient, it was noted that the proximal end of the stent strut was broken and sticking up and also dissection was noted. The physician then treated the dissection with placement of another 3.00x32mm promus premier¿ stent followed by post-dilatation and the procedure was completed. No further patient complications were reported and the patient's status was okay.